Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-33, lot# va06d88, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect and until 10 days prior to report the patient felt stimulation when going to the bathroom, and since had stopped feeling stimulation. The patient had a return of urinary symptoms when sleeping. The day prior to report the patient turned up her stimulation from 3.4 to 3.7 and felt simulation but had leaking during sleep. It was noted the patient started aqua therapy for her preexisting back pain about ten days prior to report. It was noted the patient kept her stimulation on while swimming. The patient was redirected to her healthcare provider.